Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported system error 306, which was not reproduced. System error 306 was confirmed through a review of the event history log and found to be caused by a failed downstream sensor. The failed downstream sensor was replaced.

Event description:
It was reported that a spectrum pump displayed system error 306 during therapy (medication, programmed amount and delivery rate unknown). It was also reported there was no patient injury.